Manufacturer narrative:
H.6 investigation summary : bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for damaged and biological foreign matter with the incident lot was observed. Additionally, evaluation of the customer samples was performed and damaged and biological foreign matter was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that a cracked tube and foreign matter were found before use with a bd vacutainer® urine analysis preservative tube. The following information was provided by the initial reporter, "the tube was cracked. Lot: unknown looks scratch not crack. (Fm) hair "

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a cracked tube and foreign matter were found before use with a bd vacutainer® urine analysis preservative tube. The following information was provided by the initial reporter, "the tube was cracked. Lot: unknown. Looks scratch not crack. (Fm) hair".